Event description:
Customer reported meter results of 442 mg/dl and 197 mg/dl within 10 minutes on the advantage system. Customer reported no patient symptoms, no adverse event reported. A request was made for the return of the system, replacement was sent.